Manufacturer narrative:
The micor extractor was discarded by the customer at the time of the event and is not available for evaluation. No device identifiers are available. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
A patient underwent cataract surgery in the left eye on (B)(6) 2024 where the miloop was used to pre-segment the cataract. The micor lens fragmentation system was then used to remove the cataractous lens fragments. During lens removal of the last lens fragment with the micor extractor the surgeon requested the vitrector and proceeded to perform an anterior vitrectomy. An intraocular lens was implanted in the sulcus. There was no report of a problem with the micor device, the procedure was described as routine, and the surgeon was using light throttle when the vitrector was requested. Additional information was requested from the physician and surgery center on multiple occasions, but there has been no response. The relationship between the device and the event remains unknown.